Event description:
Spontaneous call. Ms3 pump serial number (B)(4) due 1/14/2020 is malfunctioning. Patient getting ¿remove cartridge error¿ this happened (B)(6) 2019. Patient is using her other ms3 pump. Will send replacement. Prescriber has not been notified. Did reported product fault occur while in use with patient? No, did product issue cause or contribute to patient or clinical injury? No, is device able to be returned? Yes, did we replace device? Yes. Reported to cvs/caremark by: patient/caregiver .